Event description:
It was reported prior to generator change out that the right ventricular lead exhibited high pacing impedance. Opening the pocket revealed that the lead was twisted and possibly fractured. The lead was capped on (B)(6) 2023. The patient was stable and asymptomatic.